Event description:
It was reported that, "pt's implants were removed due to infection."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #5570-s-060, lot # m2m42d, description: triathlon offset adapter. Cat # 5521-b-500, lot # bezw, description: tri ts baseplate size 5. Cat # 5546-a-502, lot # n4c53e, description: tri rm/ll tib aug sz5 10mm. Cat # 5566-s-013, lot # m2k27b, description: tri press-fit stem 13x150mm. Cat # 5570-s-020, lot # m3h03p, description: triathlon offset adapter 2mm. Cat # 5565-s-020, lot # m1w13d, description: tri press-fit stem 20mm x 100mm. Cat # 5541-a-602, lot # wryj, description: femoral distal augment 10mm. Cat # 5544-a-600, lot # xret, description: tri post augment sz6 10mm. Cat # 5540-a-602, lot # vjdm, description: femoral distal augment 5mm. Cat # 5512-f-602, lot # xsxj, description: tri ts femur sz6 right. Cat # 5550-g-360, lot # d523, description: symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.